Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone that the insulin pump alarmed failed battery test after multiple battery changes. The customer's blood glucose was unknown at the time of the incident. The customer's mother stated that the insulin pump was not with her at the time and also stated that the customer probably has not been able to clear the alarm. There was no indication that the troubleshooting was able to resolved the issue. The insulin pump will not be returned for analysis